Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual evaluation of the returned product found the inner sterile pouches are broken into multiple pieces. Sterility or breach thereof cannot be determined as the outer pouch was not returned for evaluation. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. The condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event cannot be determined. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a total knee arthroplasty, the pegs fell from the torn inner bags when opening the implants. Another package of femoral pegs was opened; however, the inner bags were torn as well. The surgeon decided to use the second pegs to complete the procedure. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2023-01172 .concomitant medical products: vanguard fem pegs set 2, item# 183099, lot# 118720. Report source japan. Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.